Event description:
It was reported that stent damage occurred. The complex target lesion was located in a calcified, bifurcated anterior descending artery and diagonal artery. Following dilatations with high-pressure balloon catheters, two synergy drug-eluting stents, a 2.50 x 28 and a 2.50 x 38, were attempted to be advanced. As the devices approached the bifurcation, difficulty progressing through the anterior descending artery occurred and damage was noted in the proximal portion of the stents with lifting of the rods. A guidezilla guide catheter was used and other stents were implanted to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : a synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the distal region were lifted from the crimped stent position. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the shaft polymer extrusion found no issues. 0.014" guidewire loaded without issue. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The complex target lesion was located in a calcified, bifurcated anterior descending artery and diagonal artery. Following dilatations with high-pressure balloon catheters, two synergy drug-eluting stents, a 2.50 x 28 and a 2.50 x 38, were attempted to be advanced. As the devices approached the bifurcation, difficulty progressing through the anterior descending artery occurred and damage was noted in the proximal portion of the stents with lifting of the rods. A guidezilla guide catheter was used and other stents were implanted to complete the procedure. There were no patient complications reported.